Event description:
Complainant alleged that during inservice training by facility staff the device displayed error message code "error 70" on the monitor screen. While performing a defibrillation self test. The complainant indicated that there was no pt involvement in the reported failure.